Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited an increase in thresholds, the lead was explanted and replaced in 2011. No additional information was available.